Event description:
It was reported that shaft break occurred. A 2.50mm x 15mm emerge balloon catheter was advanced onto the wire, but difficulty was encountered. However, when it was partially loaded onto the wire, the mid shaft of the balloon was fractured. The balloon was removed from the guide and the procedure was completed with another of the same device. There were no patient complications reported and the patient was unharmed.